Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electronic component failure and stress appear to have led to the noted issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope for a separate issue. During the evaluation of the returned device, there was no image displayed and there was corrosion noted on the connector. There was no patient involvement.